Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. D4: batch #t5c23d. Investigation summary the analysis found that one pve35a, device was returned with no apparent damage and with one reload loaded in the device. The reload was received fully fired. The manual override door was out of position and the override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Batch # unknown. Maude report # mw5087543. A manufacturing record evaluation was performed for the finished device and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a pancreas procedure, physician was performing a resection of the pancreas when the echelon 35 stapler misfired. It was stated the stapler did not deploy any staples, but the knife still cut. There were no adverse consequences for the patient.